Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 395 mg/dl. The customer was instructed to reach out to the healthcare provider for backup insulin therapy. Multiple contact attempts were made by tandem technical support to determine the form of backup insulin therapy that the customer received; however, no additional information could be obtained.